Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) "2018", technical support specialist (tss) provided troubleshooting over-the-phone to address the reported event. Customer reported that the flow factor (ff) is 0.95. Tss had the customer check for leaks, tighten the filter wing nut and bleed the system of air, no leaks were observed. Tss then had the customer adjust the flow rate to 1.00, run a sample, and check the retention time. On (B)(6) 2017, during a follow-up call, the customer confirmed that after adjusting the flow rate to 1.00, the retention time is now within the acceptable range of 0.59 to 0.60 minutes. Customer also stated no more p00 peaks and the qc values are also within specification range. The g8 instrument is functioning as intended. No further action required. A 13-month complaint and service history review for serial (B)(4) from 22-nov-17 to (B)(6) 2017 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In the g8 variant analysis mode training manual under lesson 8 - troubleshooting states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. Unknown peaks that elute from the column before the a0 peak are designated as p0x where x = any number from 0 to 9. The first unknown peak in a chromatogram is named "p00", the second "p01" and so on. There are many different causes for unidentifiable peaks to appear on the chromatogram. It may simply be that a small amount of air is passing through the column. Make certain the fittings at the column and filter connections are sealed. Another possible reason for p0x peaks is the presence of certain hemoglobin variants. However, the majority of hemoglobin variants will come out as h-v0, h-v1 or h-v2. If most chromatograms exhibit unidentifiable peaks for no apparent reason and the average retention time (rt) for sa1c varies significantly from the ideal rt of 0.59, the presence of these peaks can usually be eliminated by changing the flow rate. The initial flow factor is stated on the filter housing. The most probable cause of the reported event was due to flow rate needing adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing p00 peaks and fast retention time (rt) from 0.64 to 0.65 minutes (the acceptable range is 0.57 to 0.61 minutes) on quality controls (qc) and patient samples in the g8 instrument. Technical support specialist (tss) provided troubleshooting over-the-phone to address the reported event. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event.